Event description:
This was a cardiac lead removal conducted in the or to remove one ICD lead -rv (endotak reliance g 175) due to impedance changes. Patient was intubated, arterial line started, fluoroscopy and tee in use, and cvs on call. The rv lead was prepped with a lld# 2 and lasing began with a 16f glidelight (gl) with the addition of a l - visisheath 33cm. The ep was operating the laser pedal, a cardiology fellow was holding traction on the lld #2 and an ep fellow was handling the 16f gl and the visisheath. Advancement of the 16f gl progressed to the svc when it was noted the gl was flush with the svc wall. At this time the ep took control of the lld #2, pulled the entire laser sheath back to the innominate and it was at this time the patient's abp dropped. An effusion was noted and the ep requested a pericardiocentesis tray and the cvs be called. The pericardiocentesis was performed within 2 minutes of the initial abp drop; CPR was started. The cvs performed a sternotomy, ultimately determining the patient's injury was beyond repair and the code was called. The patient expired on the table.